Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal ii. Guide cath: launcher 6f jl4. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the reported failure to advance. There was no damage noted to the stent prior to use, which suggests a product deficiency did not contribute to the reported difficulties. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. It is likely that the stent caught on the tip of the guiding catheter, damaging the struts, and contributing to the difficulty removing the stent delivery system (sds) through the guiding catheter. To help ensure the reported difficulties are not related to a manufacturing deficiency, the balloon is checked for proper fold configuration, the stent is checked for proper strut dimensions, and the stent is inspected at multiple steps in the process for stent damage during the manufacturing process. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for difficult to remove for this lot. There is no lot specific product quality deficiency. In this case the reported failure to advance, stent damage, and difficulty removing the sds appear to be related to the operational context of the procedure.

Event description:
It was reported that after pre-dilatation, the xience v stent delivery system (sds) was unable to cross the lesion site in the mid left anterior descending artery. Additional attempts were made but the sds failed to cross the heavily calcified, non-tortuous, eccentric, de novo and 75% stenosed lesion. During withdrawal, resistance was noted with the guiding catheter and subsequently the proximal stent struts were found flared. Pre-dilatation was again performed prior to placement of a non-abbott stent and completion of the procedure. No adverse patient effects were reported. No additional information was provided.